Event description:
It was reported that the stent separated and remained unexpanded in the vessel. Another stent was deployed in the vessel, and the pixel stent was compressed between the new stent and the vessel wall. No pt effects were reported.